Event description:
Customer reported blood glucose result of 361 mg/dl on the compact plus system. She had just eaten pancakes, stated she had something sticky on her hands when she tested. She washed her hands, retest result was 146 mg/dl within 10 mins on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.